Event description:
The surgeon implanted a silicone lens with model aq2010v. The lens was damaged during implantation and incision was enlarged to remove it. No patient injury. It is unknown if device malfunctioned.